Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08680 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 03-mar-2024, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 03-mar-2024 listed on smartsolve. Daily total collection starttime: 03/03/2024 00:00:00.000 daily total of all insulin delivered: 483000 (48.3 u) daily total of basal insulin delivered: 355000 (35.5 u) dailytotalofbolusinsulindelivered: 128000 (12.8 u) 03/03/2024 01:50:31.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 45000 (4.5 u) bolusamountdelivered: 45000 (4.5 u) 03/03/2024 03:38:00.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 33000 (3.3 u) bolusamountdelivered: 33000 (3.3 u) 03/03/2024 10:33:17.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 50000 (5 u) bolusamountdelivered: 50000 (5 u) there was ¿no¿ no delivery alarm/insulin flow blocked alarm recorded in the formatted history file for the event date of 03-mar-2024. However, however, no delivery alarm/insulin flow blocked alarm was found in the formatted history file on: 02/26/2024 16:21:39.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 02/26/2024 20:09:51.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 02/28/2024 19:24:55.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 02/29/2024 16:43:37.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 03/01/2024 20:11:55.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 03/01/2024 22:49:17.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No unexpected occlusions or insulin flow blocked alarm noted during testing. There were no unexpected pump errors/alarms noted 1 week prior to the event date 03-mar-2024 in the formatted history file. The pump was received with the original battery cap with a broken 1 heat stake post. The original battery cap locks securely into place and the pump powered up properly. The pump was received with a depleted energizer max alkaline battery installed. The test p-cap and reservoir locked properly into reservoir compartment. The following were also noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for no delivery alarm/insulin flow blocked alarm was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia and the blood glucose value was 567 mg/dl at the time of the event with the symptoms of vomiting and treated with an insulin drip, insulin pump and also experienced diabetic ketoacidosis and was hospitalized but it is unknown if the customer tested positive or negative for dka. Troubleshooting was performed it was also reported an insulin flow block alarm and the issue was resolved by the complete set change. It was verified that the pump was utilized within 48 hours of the event along with the no active auto mode feature. No further patient complications were reported. The customer will discontinue using the device and the device will be returned for analysis.